Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer received a change sensor alert and calibration errors. Caller reported that when the sensor was removed, they noticed that it had two bends and a part of the electrode wire was sticking out. Blood glucose level at the time of the incident was 78 mg/dl. The customer's husband was advised that the sensor would be replaced and agreed to return the product for analysis.